Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the suggested event is a report on handling of the subject device and/or reprocessing steps by the user. Therefore, the suggested event was not reproducible and the device was not returned for evaluation. It is likely the user¿s understanding may have differed from olympus recommendation in handling of the subject device and/or reprocessing steps; as a result, the event occurred. Instructions for use (IFU) includes the preventive measures in reprocessing manual: step 1.7 "reprocessing before patient procedure" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation of the reported issue, and it is not expected to be returned. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the customer removed the bronchovideoscope from the drying cabinet during validation. The device was rinsed with tap water for validation to simulate a wet endoscope. The wet endoscope was then hung in the drying cabinet and after 52 minutes (10:13 a.m.), it was taken and used by a nurse for an emergency bronchoscopy. It was added that the device might be contaminated but was still used on a patient. This all occurred during reprocessing; there was no report of patient harm. This report is linked to the patient identifier (B)(6).